Event description:
A hospital in (B)(6) reported that two (2) rt240 adult dual heated breathing circuits failed the leak test on a servo-I ventilator. The hospital reported that they found small pinholes in the breathing circuits. The pinholes were discovered before pt use.

Manufacturer narrative:
(B)(4): the customer reported that they found pinholes in two, (2) rt240 breathing circuits, but they provided three; (3) product lot numbers. The customer was unable to specify which of the lot numbers relate to the complaint breathing circuits. The lot numbers and associated dates of manufacture, as reported by the hospital, are as follows: lot number: 090319, device manufacture date: 03/19/2009; 090703, 07/03/2009; 090824, 08/24/2009. The complaint breathing circuits are currently en route to fisher & paykel healthcare for analysis. We will provide a follow-up report upon completion of our investigation.